Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated. The clinic tried two different programmers without success. An attempt to do a magnet reset was unsuccessful. A second attempt at a magnet reset was thought to be successful but the device still could not be interrogated. The patient was sent home. A local representative will check the patient's device again in one month. There were no adverse patient effects. The device remains implanted.